Event description:
Customer reported experiencing multiple alerts, specifically alarm 2 followed by alarm 26, related to occlusion events over the past few weeks. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin usage.